Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. During evaluation, the fse reported that the issue could not be duplicated. The device successfully passed all functional and safety tests in accordance with factory specifications. No parts were replaced during this service activity. The device was returned to the customer and cleared for customer use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation or if the additional information becomes available.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) had low helium levels and was unable to calibrate.